Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a hepatectomy procedure, while dissecting the liver tissue, the device had a poor staple formation, the staples were not properly formed into b-shape, which lead to an incomplete staple line. Issue was resolved by the use of energy device to seal the area of tissue being applied with the stapler. Patient outcome is unknown.

Manufacturer narrative:
Post market vigilance (pmv) received the device reload opened by the account without the packaging. Visual inspection of the returned product noted that the reload was fully fired. The anvil clamping mechanism was deformed. Staple pushers were sub-flush. Malformed staples were present. Soldering of anvil appears to be cracked at the proximal end. Sent to engineering for further analysis. If information is provided in the future, a supplemental report will be issued.